Event description:
Hip revision for removal of broken exeter stem.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding stem fracture involving an exeter device was reported. The event was confirmed. A review by a clinical consultant concluded: based on the limited radiological findings with loss of fixation and osteolysis around the proximal femoral device section, root cause of failure appears external to the stem. The problems related to the presumed lateral approach to the hip rate high as most prominent feature to have acted as adverse factor to contribute to loss of fixation around the proximal stem section. Cement technique factors cannot be excluded but would require early post primary x-rays for evaluation. The other reported potential adverse factors such as hip joint calcifications, young age with high activity level or patient weight do not appear to be root causal factors although they may have been able to aggravate the overload condition effects of the primary root factor. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no similar reported events for the subject lot code. The exact cause of this event could not be determined as there is not enough clinical or radiological evidence to establish a firm root cause of failure. No further investigation for this event is possible at this time as no devices and insufficient was received by stryker orthopaedics.

Event description:
Hip revision for removal of broken exeter stem.